Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operating room for pocket revision. The patient had been feeling discomfort due to the implantable cardioverter defibrillator. The device was explanted and replaced. The patient was stable post procedure.